Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion

Event description:
Leakage occurred at wing site. The device had to be removed and replaced.

Manufacturer narrative:
This complaint cannot be classified as no faulty sample was received from the hospital. Due to the missing sample and further information, the root cause of this issue could not be confirmed. No information is provided regarding the conditions of use (time of use, details of any medication/infusion administered through the product. We were not informed what kind of disinfectant was used by the customer. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. From previous complaints we learn of various possible causes of a catheter leakage: · mechanical damage by a sharp instrument (for example scalpel) during dressing change. · dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture · routine care - when lifting the baby to change bedding · movement - the baby themselves catching the line, normally with a foot, during movement each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of catheter tube and wing (code (B)(4). , batch no. 8132711 has a mean of 5,51 n for the batch involved. Code (B)(4). , batch no. 8111097 has a mean of 4,98 n. At its minimum at 3 n, this is within the specification. Visual tests and incoming goods inspections are carried out with no exemptions found. The batch complied to its specification and was released. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed. No further corrective action was initiated by quality management.

Event description:
Leakage occurred at wing site. The device had to be removed and replaced.